Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one space device. The dissector balloon was inflated; no leaks were detected. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the procedure performed was tep totally extraperitoneal. There was no unanticipated tissue loss. There was no blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon couldn't be inflated during operation. There was no patient injury.